Event description:
This report summarizes 1 malfunction event, where it was reported that the cot could not be removed from the fastener and the cot height cannot be adjusted. There was no patient involvement.

Manufacturer narrative:
The final device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported that the cot could not be removed from the fastener and the cot height cannot be adjusted. There was no patient involvement.